Event description:
It was reported that the pump had a fail primary audible alarm.. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The top case was broken and left and right cases cracked. Error history log review found a primary audible alarm background test error. Unable to duplicate the primary audible alarm. The root cause of the reported issue was unable to determine. Actions were taken to mitigate the reported issue: replaced speaker for preventive. Performed occlusion test and all functional tests which passed.